Manufacturer narrative:
No add'l info regarding the incident was provided by maquet (B)(4) at this time. Datascope (B)(4) will file a f/u report as soon as the investigation info is available.

Event description:
The customer reported that while the unit was in use on a pt, the unit alarmed, and displayed a "rapid gas loss" message. The pt was switched to another unit and therapy was continued. Several days later, while the unit was in use on a pt, the unit shut down. The pt was switched to another unit and therapy was continued. No pt injury was reported.